Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for lots 3000477434, 3000473087, and 3000469883. The last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone separated from jaw. No patient harm. No added incisions, time or bleeding. Power setting at 3. Finished case using new kit.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.